Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure to repair a hemotoma after having a mastectomy due to breast cancer. This crt-d had been placed into electrocautery mode prior to the surgery and after the procedure the device was interrogated to program the device out of electrocautery mode, the device was found to be in safety core. It was recommended that this device be explanted and replaced. At this time, no further information has been made available. Additional information indicates that this product was explanted and was to be returned for analysis.

Event description:
Additional information indicates that the patient had exhibited three seconds of asystole. The cause was not known.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient contacted patient support in (B)(6) 2012 to ask for the name of the local representative that attended the device replacement procedure that occurred in (B)(4) 2011. The patient informed patient support that the surgeon did not contact the clinic to have this device programmed off prior to undergoing a mastectomy in (B)(6) 2011. The patient asked if this device had delivered shock therapy during this first surgical operation. The patient commented that after the mastectomy, a large hematoma developed requiring another surgical intervention. The patient suspects that the surgeon may have damaged the device. Patient support was informed by the patient that the surgeon, at the time of the mastectomy, placed a magnet over the device and did not contact a boston scientific local representative for assistance. The patient had been notified by the surgeon that the damage to the device occurred when cautery was used during the second surgical intervention. The patient was referred back to the clinic to discuss whether shock delivery was delivered during the first surgical procedure. The patient stated that the replacement device is operating normally but is experiencing problems following the mastectomy. The patient had been told by the surgeon that the damage to the device occurred during the second operation but is concerned that the damage actually occurred during mastectomy. It appears that the patient may seek legal action against the surgeon.